Event description:
The patient reported that the "wires were crossed and the pacemaker would need to be removed so the leads could be rerouted and then reinserted." Follow up with the physician indicated that the right atrial lead had dislodged. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.